Manufacturer narrative:
The investigation for product damage (sterile sleeve damage) has been completed. The root cause of the product damage (sterile sleeve damage) was not determined because no product was returned. F6/f8-should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 53-year-old female patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that while on support, the impella cp¿s tuohy-borst valve broke while the medical staff was placing the repositioning sheath. The sterile sleeve was advanced and locked to the sheath and the lock was twisting in place instead of advancing forward to hold the catheter. The medical staff secured the impella cp using tegaderm and transferred the patient to the intensive care unit. The patient eventually expired. Upon review by abiomed's medical safety officer review, there is not enough information to associate the use of the device with the outcome.